Event description:
It was reported that during a follow-up visit the left ventricular (lv) lead failed to capture and had high capture thresholds. An x-ray revealed that the lead had moved back. The lead was removed to reposition; however, the physician decided to use a different lv lead for better positioning. The lead was explanted and replaced. It was also reported that the patient experienced palpitations prior to the lead revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal and distal conductors had blood/body fluid (not obstructed). The outer insulation had a breached cut. Visual analysis revealed that the lead had apparent explant damage.

Event description:
It was reported that during a follow-up visit the left ventricular (lv) lead failed to capture and had high capture thresholds. An x-ray revealed that the lead had moved back. The lead was removed to reposition; however, the physician decided to use a different lv lead for better positioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal and distal conductors had blood/body fluid (not obstructed). The outer insulation had a breached cut. Visual analysis revealed that the lead had apparent explant damage.